Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges with the complaint of burning/smoke/electrical odor, and particles in device airway. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation both sides of the blower box had foam that looked like they had moisture. Bottom enclosure was cracked with a piece of plastic missing. Black particle contamination on the bottom enclosure was consistent with degraded sound abatement foam. Black particle contamination on the blower box was consistent with degraded sound abatement foam. Also, white dust-like contamination on the blower box. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Product investigation lab was able to confirm the presence of degraded sound abatement foam in the device. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.